Manufacturer narrative:
The device was received for evaluation with approximately 101ml of fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. When the luer cap was removed, normal flow was observed from the distal luer. A functional flow rate test was then performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor experienced a no flow event during patient infusion. The folfusor was filled with 93.6 ml of fluorouracil and 7 ml of sodium chloride. There was no patient injury or medical intervention associated with this event. No additional information is available.